Event description:
On 10/9/2023, it was reported by a facility via email that a patient might be experiencing a reaction following a knee surgery. The facility representative is requesting material composition for an arthrex biocomposite screw. No further information was provided. Additional information requested.

Manufacturer narrative:
Additional information h3: the part remains in the patient. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.